Event description:
The customer reported experiencing low blood glucose of 22mg/dl. The caller was found sitting at the table, and she was unresponsive. The customer stated that his spouse was not able to treat him with a glucagon shot and the paramedics were called. Troubleshooting was performed. The customer stated that the infusion set was changed in the morning, and then he went to work in the garage and forgot to set a temp basal. The customer's most recent glucose reading was 266mg/dl, and he treated with food. Reviewed the programming, and it was correct. Advised the caller to speak his doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.